Manufacturer narrative:
Findings: unit received with currents in specification unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. Drive support disk was inspected and no anomaly was noted.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 512 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that they have been experiencing high blood glucose levels and unexpected low blood glucose of 51 mg/dl. The customer did not troubleshoot the issue. The customer insisted on having their insulin pump replaced. The customer sent the device back for analysis.